Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2022 and barbed suture was used. The suture snapped in the swage area during surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported: "suture snapped in swage area during surgery" please clarify, suture snapped in swage point during use in the surgery. Did the suture separate from the needle during the procedure? Operating room, yes. Did the suture break during the procedure? Yes. Was the needle removed from the patient? Yes. What tissue was being approximated/ sutured? Joint capsule. Was the procedure completed successfully? Yes. Was there any adverse patient outcome? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: d9 investigation summary ==> one empty labeled winding former, a needle, and a suture piece of product code sxpp1a203 was returned for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks that appear to be by a surgical instrument, and the hole was observed with a suture piece still attached to the barrel hole. During the visual inspection of the suture piece, body fluids and marks on the surface due to use were found, and the end was cut by a sharp edge. A functional test was not performed due to the needle was received detached from the suture and the suture was exposed to environment. The condition of the sample received indicates improper handling of the device. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9, h3, h6